Manufacturer narrative:
The suspect medical device has been returned for evaluation. The device was visually and microscopically investigated. The complaint is confirmed. The root cause is attributed to use error. The device history record was reviewed, and no exception documents were identified. A search of the complaint database was performed and one similar complaint was identified.

Event description:
The peel away sheath was difficult to peel, takes a lot of force to peel.